Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not close properly on the tissue. A new instrument was used successfully. No pt injury was reported.

Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.